Event description:
Customer reported rf-101 cannula broke off when attaching to backcheck valve. The nurse had trouble attaching device to another co's tubing (list 1877). After getting it attached, the nurse noticed leaking at the site. The device was pulled off and the cannula was hanging and then fell off when touched. It appeared to have broken off at the base.